Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had dysfunction which caused low blood flow flows in therapy and generated inefficient dialysis. There was no reported patient outcome.